Event description:
A customer contacted baxter's technical service center reporting the heater bag disconnected during a check lines and bags alarm. The technical service representative (tsr) assisted the home patient (hp) to end therapy. The hp would contact the registered nurse (rn) about missed therapy and the hp connected when the heater bag became disconnected. The hp would call back if any problems or questions. The hp had manuals. Product surveillance spoke with the care giver (cg) on (B)(6) 2012 regarding a check lines and bags (clb) alarm. The cg did not remember any information regarding this alarm. Cg had no additional information. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. As a result, an assignable cause of the reported issue was undetermined.